Event description:
It was reported that intermittently the insulin gauge was inaccurate. Reportedly, the customer loaded cold insulin into the cartridge. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. There was no adverse impact on customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.